Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1825 biopsy instrument allegedly self-activated. This information was received from various sources. All malfunctions involved patients without consequence. The first patient was reported to be an 83 year old male, no weight provided. The second patient was reported to be an 83 year old, no weight or sex provided.

Manufacturer narrative:
H10: one device was returned for evaluation and two were not. The investigation for the device that was returned identified self-activation and failure to prime. The investigation for the devices that were not returned is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. For two of the reported malfunctions, the device code 1492 was added to the device failure mode codes. Based upon the available information, the definitive root cause is unknown for all investigations. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
One device was returned for evaluation and two were not. The investigation for the device that was returned identified self-activation. The investigation for the devices that were not returned is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown for all investigations. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1825 biopsy instrument allegedly self-activated. This information was received from various sources. All malfunctions involved patients without consequence. The first patient was reported to be an (B)(6) year old male, no weight provided. The second patient was reported to be an (B)(6) year old, no weight or sex provided.